Manufacturer narrative:
Product event summary: the balloon catheter was returned and analyzed. The inflation lumen of the balloon catheter was occluded. The balloon catheter balloon was not able to inflate. Visual analysis of the lead indicated damage during use. The analyst noted the balloon catheter was returned with a 1.5 ml syringe affixed to the inflation port. The balloon of the balloon catheter would not inflate as air from the syringe met resistance while trying to inflate the balloon. There were no anomalies found with the balloon of the balloon catheter while it was deflated. There was no obstruction in the inflation port up to the bifurcation of the balloon catheter. There was an obstruction at 16.5 cm within the bifurcation of the balloon catheter in the inflation port of the balloon catheter. The flush port of the balloon catheter was able to be flushed as expected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the balloon catheter was tested before use, and the balloon was inflated but did not completely deflate. This was attempted a few times but there was deflation difficulty. The catheter was not used, and another catheter was used. No patient complications have been reported as a result of this event.